Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. The serial number of the device was unknown. As a result, the service history review and/or device history review were not performed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced respiratory distress coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was hospitalized for respiratory distress and other unrelated indications. Treatment and patient outcome for the respiratory distress was not reported. Action taken with pd therapy was unknown. Additional information was requested but is not available.